Event description:
It was reported that the patient presented in clinic for an unrelated issue. It was noted that the patient experienced diaphragmatic stimulation. Chest x-ray revealed that the left ventricular lead had dislodged. The lead was repositioned. The patient was fine after the procedure.

Manufacturer narrative:
(B)(4).